Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest while checking the entry of fixation water before insertion of the foley catheter, fixation water leaked near the inflation valve from the connector of the fixation water inlet.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Six photos were received for evaluation. The first one shows an overview of the catheter and syringe. The second and third photo zoom into the inflation and drainage arms and syringe slip tip. The fourth photo shows the deflated catheter balloon. The last two photos show the catheter cap with its lot number and the tray label. Also received 1 all silicone foley catheter with syringe. It was attempted to inflate the balloon with the returned syringe and 10 ml of methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and a leak was observed in the catheter cap. The cap was removed, and a tear was found in the inflation arm, measure 0.1480". This is out of specification which states "cap and valve must be present and assembled the tip of the black material of the valve is visible on the surface of the cap [2] without cuts, holes or tears on the inflation arm". The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be piston nonaligned with board to fasten catheter. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warnings: 1. Method for use: (1) do not inflate the balloon in the urethra. The urethra may be injured. (2) do not pull the catheter hard. The bladder/urethra may be injured. 2. Applicable patients: patients with delirium who might pull out catheter. When patient tugs at catheter unconsciously, the bladder and urethra may be damaged. Contraindications: 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10 percentage povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). They may damage the device and may burst balloon. (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon. 2. Applicable patients: patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest while checking the entry of fixation water before insertion of the foley catheter, fixation water leaked near the inflation valve from the connector of the fixation water inlet.